Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(4). Facility information: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision with an unspecified gel implants smooth mentor and suffered from a capsular contracture baker grade unknown on the right breast implant. As a result, the patient had undergone removal and replacement with non-mentor saline breast implant on (B)(6) 2004.